Event description:
During routine testing of the device at the service center, the user reported that two screws were missing from the pump gut assembly. Since the event occurred during routine testing of the device, there was no pt involvement during this event.